Event description:
During the onyx injection, it was reported onyx leaked from between the middle and distal part of the catheter after approximately 0.5ml of onyx was injected. No further information was available.no patient injury was reported as a result of the procedure.same event as MDR# 2029214-2014-00334.

Manufacturer narrative:
The catheter was returned for evaluation and it was found ruptured at approximately 9.5cm from the distal tip. The catheter appeared to have ruptured due to over-pressurization as a result of an occlusion (i.e. Solidified onyx / kink) within the catheter, causing pressures to exceed the limits of the catheter. (B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).